Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure the device had incomplete staple line. They resected and re-stapled to fix the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy procedure, the device had incomplete staple line. A resection of the incomplete line was performed and identical subsequent intervention. The surgical time was extended by at least 20 minutes.